Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: problem description (symptom): sometimes no image on screen. (Black screen) action taken at site (diagnosis): during observation found no output from ccu, this was due to defective transition board. Transition board has been replaced, now unit is working. Final report: working fine now. Job completed: yes probable root cause: ¿ cables ¿ hdmi cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ intermittence between transition board and ch connector ¿ software ¿ camera head (sensor, sensor cable) ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) ¿ problem toggling light source ¿ connected monitors ¿ leaking ¿ poor grounding (e.g camera head connection from cable to transition board.) ¿ no/incorrect communication with light source ¿ soaking cap disconnection during sterilization ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ cybersecurity attack ¿ pendulum ch inertial measurement unit (imu) ¿ use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that sometimes no image on screen. (Black screen).

Event description:
It was reported that sometimes no image on screen. (Black screen).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.